Manufacturer narrative:
This serves as a correction report. The report was submitted in error. No further reports are required under 2954323-2024-22423. The corrected reports will be submitted under 2954323-2025-21729. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A streaming and signal loss alarm issue was reported with freestyle librelink app using the samsung with android operating system version a20 os 11. As a result, the customer obtained a message on the librelink app of "hilo high" and reported administering insulin (dosage unknown) due to unspecified high glucose values obtained using the librelink app. The customer then subsequently experienced a loss of consciousness and was brought was brought to the hospital where healthcare professional (hcp) contact was made, and a blood glucose test of 43 mg/dl obtained on the healthcare professional (hcp) meter and treated the customer with a glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported streaming and signal loss alarm is not working for the librelink app. Adc attempted to replicate the reported issue using similar configuration of google pixel 2xl, android 11, 2.11.2.11107. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the fs librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A streaming and signal loss alarm issue was reported with freestyle librelink app using the samsung with android operating system version a20 os 11. As a result, the customer obtained a message on the librelink app of "hilo high" and reported administering insulin (dosage unknown) due to unspecified high glucose values obtained using the librelink app. The customer then subsequently experienced a loss of consciousness and was brought was brought to the hospital where healthcare professional (hcp) contact was made, and a blood glucose test of 43 mg/dl obtained on the healthcare professional (hcp) meter and treated the customer with a glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.